Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1q1 ICD implanted: (B)(6) 2015; 4598-88 lead implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that undersensing of the p-waves was exhibited on the electrocardiogram. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.